Event description:
Customer reported that intermittently, there is a popping noise and the monitor will go blank. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and backplane. System operates as intended. This MDR is related to ge healthcare.